Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "during the procedure when the doctor tried to advance the guidewire, doctor was unable to do so. When the guidewire was removed it was noticed that the wire had 'curled' and was kinked. Another set was opened to complete the procedure." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the procedure when the doctor tried to advance the guidewire, doctor was unable to do so. When the guidewire was removed it was noticed that the wire had 'curled' and was kinked. Another set was opened to complete the procedure." There was no patient harm or injury. The patient's current condition is reported as "fine".